Manufacturer narrative:
The reported event of backup operation was confirmed. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Prior to implant in a patient, the interrogation of the device revealed that the pacemaker was in backup mode. The device was not implanted in a patient.